Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator has issue with o2 sensor cable. Could not calibrate o2 & cable showing broken wires. There was no patient harm associated with the reported event.